Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event due to the legal manufacturer of this product, medical plastic, is responsible for assessing the event, conducting an appropriate investigation and reporting any adverse incident affecting this product to national competent authorities, if/when deemed necessary. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
The device, used in treatment was returned for evaluation. A visual inspection of the returned device confirms the threaded hex piece that the wire threads through is missing from the device. This piece was not returned with the device. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an external fixation surgery, the tip of a wire tensioner broke off. Incident occurred with instruments outside the patient. Surgery was resumed, with a back-up device. It is unknown if there was any delay. Patient was not injured as consequence of this problem.